Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (gong alarms, damaged belt connection, damaged monitor case) has been confirmed. Upon investigation the monitor had a defective driven ground. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient was receiving gong alarms, had a damaged monitor case and a damaged belt connection.